Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. The hakim valve was returned for evaluation. Device history record - conformed to the specifications when released to stock on the (B)(6) 2010. Unique device identification (UDI): (B)(4). Failure analysis - the valve was visually inspected; no defects noted. The position of the cam when valve was received was 120mmh2o. The valve was tested for programming: the valve failed the test, the cam mechanism did not move during the programming process. The valve passed the test for flushed, leak, reflux. The valve was retested for programming, the valve passed the test. The valve failed for pressure test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted, on the spring, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the base plate. The root cause for the unable to do the change setting. The valve is blocked, issues reported by the customer was due to biological debris found on the spring, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and the base plate.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported it was not possible to change the setting of a hakim programmable valve: the valve was implanted via l-p shunt about 10 years ago. An initial setting was 70mmh2o. The valve was used with the silascon® lumbar catheter (manufactured by kaneka, product code: 702-jj). It was not possible to change the setting when the physician attempted the setting change, and cerebral ventricular enlargement was observed. Therefore, it was replaced to a new valve on (B)(6) 2020.